Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. External insulation abrasion was noted at 11.5-13.0cm from the lead tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasion was noted at 12.2-12.5cm from the connector pin, consistent with lead friction to the ICD can. The sensing conductor etfe was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing of noise. The lead was explanted. Insulation abrasion was observed. There were no adverse consequences to the patient.